Event description:
Caller reported a cartridge alarm 20 issue with the pump. There was no adverse impact to the customer's blood glucose level. The customer decided to use multiple daily injections as a backup therapy, while technical support confirmed the decision to replace the pump. The pump was still under warranty, and a replacement was sent. The customer was instructed on returning the faulty pump and on the necessary steps to set up the new pump, including programming settings and connecting the continuous glucose monitor. The customer was informed of the software differences and shipment details and acknowledged all instructions provided.